Event description:
The second report involving a camino advanced monitor from the same facility. "The customer was about to stop monitoring a patient (no more need). Suddenly the monitor stop to deliver value. The customer did not know if the monitor or / and the probe is the reason of the issue so he put in quarantine both." "Probe was inserted the (B)(6) 2012 and the monitoring stopped on the (B)(6) without any reason. The customer used another monitor and cable without success (no monitoring). The first monitor used displayed the following, "fix integra logo" when switched on. The probe was taken off on the (B)(6) 2012.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.